Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic sphincterotomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had difficulty removing the guidewire from the endoscope. As a result, the physician removed the guidewire and the endoscope from the patient as one unit. The physician then pulled the guidewire forcibly outside the scope causing the distal tip of the guidewire to peel off. The procedure was completed with a new hydra jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results reveal on (B)(4) 2014 that the guidewire distal tip was fully detached exposing the corewire tip.

Manufacturer narrative:
The exact patient's age is unknown, however, it was reported that the patient is over 18 years old. Reported event of distal tip detached exposing the corewire tip. A visual examination revealed that the distal tip was fully detached on the dream end exposing the corewire tip and the ptfe coating peeled at approximately 23.1cm to 24.0cm from the proximal end. Presence of adhesive remnants was found along the surface of the exposed corewire. All outer diameter measurements are within the specifications. The returned unit was confirmed. The distal tip detached exposing the tip of the metal corewire. Based on the condition of the returned sample and the information provided by the customer, it is possible that the physical damage of the guidewire could be generated during use, limiting the performance of the device. Therefore, the most probable root cause is 'operational context'. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.